Event description:
It was reported that insulin from the reservoir was leaking into the reservoir compartment. The mother stated that her son's blood glucose have been higher the past week. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.